Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Family member called on behalf of pt alleging that the lfs meter displays the apply sample icon message even after blood is applied on the test strip. The pt has not been able to use the meter for several days. Pt did not experience any symptoms while testing. Family member took their pt to the md's office and tested on the md's meter and obtained a 168mg/dl. Md did not treat the pt. The technique of applying blood on the test strip was done properly. This case is being reported as a malfunction, since the apply sample icon was not resolved.